Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed and replaced due to urethral atrophy on (B)(6) 2018. A 5.0 cm cuff was implanted. It was added that the previous aus was "still functional however he started leaking again sometime within the last 6 months." The physician stated the patient had urethral atrophy, and now the cuff is too large. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Correction to (B)(4). Device not returned for evaluation.

Event description:
It was reported that previous artificial urinary sphincter (aus) device was removed and replaced due to urethral atrophy on (B)(6) 2018. A 5.0 cm cuff was implanted. It was added that the previous aus was "still functional however he started leaking again sometime within the last 6 months." The physician stated the patient had urethral atrophy, and now the cuff is too large. No further patient complications were reported in relation to this event.